Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings of "400, 81, and 61 mg/dl" compared to "300 mg/dl" obtained on a lab device. This complaint is classified according to the documentation of the customer care advocate. This medical surveillance specialist was unable to contact the patient to clarify the information obtained during the initial phone call. The patient's diabetes is managed with self adjusting insulin. The alleged inaccurate high issue began approximately 3 months prior to the contacting lfs. 2 weeks after the onset of the inaccurate issue, the patient reportedly adjusted his insulin intake to 8 units and subsequently developed symptom of "sweats." It would have been helpful to know what blood glucose reading the patient obtained on the day of concern. The patient allegedly received treatment with "sugar water" from the paramedics. A blood glucose reading of "300 mg/dl" was obtained on the lab device at the time of concern. Furthermore, it would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the meter to lab comparison was done more 30 minutes of each other. To compare meter to lab results, the readings should be taken within 30 minutes per lifescan's criteria for accuracy comparisons. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that he developed symptom that can be associated with hypoglycemia after the inaccurate issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.